Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the brady lead was not successfully implanted due to the anatomy in the coronary sinus making it difficult to position. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted due to the anatomy in the coronary sinus making it difficult to position the lead, so the physician went with left bundle branch (lbb) as the other option. No adverse patient effects were reported.